Event description:
While delivering rf current in rvot, there was an impedance rise and an audible pop. The pt coded and an attempt was made to tap the pericardium. The pt was transferred to the operating room for surgical repair. The pt survived the surgery.